Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that review of log files revealed an event that appeared to indicate an unknown system controller exchange. After the event captured on 07oct2021 at 12:28:58, the log file captured a controller clock not set alarm due to the system controller clock being reset to the default timestamp of 01jan2000. The alarm appeared to resolve between the timestamp of 10jan2000 at 23:59:08 and 08nov2023 at 10:17:06 once the system controller clock was synched to the correct time. This two-year gap between the alarm activating and the alarm resolving appeared to indicate that a system controller exchange may have occurred. Indication for the system controller exchange was unknown.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a controller clock reset was confirmed via the submitted log files. The submitted system controller periodic log file contained data spanning approximately 990 days on (B)(6) 2021 ¿ on (B)(6) 2024 per the timestamp). After the event captured on (B)(6) 2021 at 12:28:58, the log files captured a controller clock not set alarm due to the controller clock being reset to the default timestamp on (B)(6) 2000. The alarm appeared to resolve between the timestamp on (B)(6) 2000 at 23:59:08 and on (B)(6) 2023 at 10:17:06 once the system controller clock was synched to the correct time. It should be noted that the two-year gap between the alarm activating, and the alarm resolving appears to indicate that a controller exchange may have occurred. Per the vad coordinator, it was unknown if a controller exchange occurred on that date. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (revision a) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii instructions for use (revision a) section 7- ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate 3 instructions for use (IFU) (revision a) entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 instructions for use (revision a) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate 3 instructions for use (revision a) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use.. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.